Event description:
The hospital reported that at the completion of the coronary artery bypass graft procedure, the heartstring seal was either stitched in during the completion of the proximal graft procedure or did not completely unravel during removal process. It was noted that the anastomosis was torn when the seal was removed. The surgeon used a side biter clamp to redo the anastomosis. No additional pt complications were reported.